Event description:
It was reported that patient presented in operating room for right atrial lead revision surgery due to dislodgement. The pulse generator was exposed to cardioversion and electro-surgery during lead implant procedure. Upon post-surgical device check, pulse generator exhibited failure to interrogate. The clinician decided to explant and replace generator. The newly implanted lead and device were tested and normal. The patient was reported to remain stable throughout and after procedure.

Manufacturer narrative:
It was reported that the patient presented in operating room for right atrial lead revision due to dislodgement and loss of capture. During procedure, electrocautery was used and the pulse generator exhibited telemetry issue due to failure to interrogate. The device was removed and replaced. Both replaced lead and device were tested and resulted normal functions. The patient was stable throughout the procedure

Event description:
It was reported that the patient presented in operating room for right atrial lead revision due to dislodgement and loss of capture. During procedure, electrocautery was used and the pulse generator exhibited telemetry issue due to failure to interrogate. The device was removed and replaced. Both replaced lead and device were tested and resulted normal functions. The patient was stable throughout the procedure.